Event description:
It was reported that the patient presented with shortness of breath. The target lesion was located in the proximal left anterior descending artery with 75% stenosis. The lesion was treated with pre-dilatation and placed a 2.75x16mm taxus express2 with 0% residual stenosis. A non target lesion in the proximal right coronary artery was treated with a non bsc stent during the index procedure. Then 510 days post index procedure, the patient presented for cardiac catheterization. The patient had been having increasing shortness of breath. She had an "abnormal stress test in the anterior distribution and was at risk for coronary insufficiency. A 10.65% in stent percent diameter stenosis of the mid left anterior descending artery. An additional unknown stent was deployed overlapping the proximal edge and margin of the taxus express2. The left anterior descending artery was treated with placement of a 2.75 non bsc stent across the area that "had primary stent dilating area" with 0% residual stenosis. The patent was discharged on aspirin.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.